Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in an orthopedic hospital and the staff there observed loss of capture on the device and the patient¿s heart rate was in the 30¿s. The device had been checked prior to and after the patient¿s recent surgery and it had been operating just fine. The device was programmed in managed ventricular pacing (mvp) mode. It was noted that mvt is not appropriate for patients with heart block. The device was reprogrammed to dddr mode and remains in use. No patient complications have been reported as a result of this event.